Manufacturer narrative:
H6: code 3331 - manufacturing evaluation completed. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
On (B)(6) 2018, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system rlt281416 was implanted, as well as a gore® excluder® aaa endoprosthesis plc141200. On a later follow up, the patient received an angiogram which was inconclusive as to whether patient had a type 1a or type 2 endoleak. There was minimal aneurysm sac expansion (<0.5mm), but the physician decided to intervene and decide whether to coil accessory vessel or place an additional piece. On (B)(6) 2020, the physician intervened and decided to place a proximal extension (pla280300 l/s#: 20554975) to the original implanted device. At the end of the procedure, the physician was pleased with placement of the aortic cuff, and the endoleak was greatly reduced. Physician was pleased and patient is doing fine. Patient history of CABG, atrial fibrillation, coronary artery disease, hypercholesterolemia, squamous cell carcinoma face and ear. Medications: metoprolol succinate 25mg, lisinopril 5mg, multivitamins, aspirin 81mg, saw palmetto. Relevant tests/lab data: cta abdomen and pelvis.